Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Additionally, it was reported that the insulin gauge was static and inaccurate. Customer¿s blood glucose level was 145 mg/dl. Customer continued to use the pump for insulin delivery.